Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009, with predilatation being performed prior to stenting. A dissection occurred during use of the pilot 50 guide wire in the distal cx, distal to the lesion, which was treated with the placement of another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering has reviewed the case description. A dissection is not generally associated with a guide wire deficiency and is typically related to circumstances in the procedure. Vessel trauma, to include dissection, can occur during use of a guide wire in a coronary stenting procedure. IFU states: failure to observe instructions may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage...examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire...do not push, auger, withdraw or torque a product that meets resistance. A definite cause of the dissection could not be determined.